Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 s mg/dl. Customer also reported that, the sensor glucose was 100 s mg/dl. The insulin pump will be returned for analysis. Customer stated that she has been having a lot of lows. Customer had uploaded to carelink. Customer declined troubleshooting for the low blood glucose and stated that the educator has been working with her with her settings. The insulin pump will not be returned for analysis.